Manufacturer narrative:
Information updated: evaluation conclusion codes, evaluation method codes, evaluation result codes and additional MFR narrative. Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to mechanical issue and incontinence urinary, which include but are not limited to a device or components issue that could lead to incontinences in the patient. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists incontinence as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is incontinent again as his 15 years old artificial urinary sphincter (aus) stopped working. The patient is locating a prosthetic urologist near him as his previous prosthetic urologist has retired. No further information received.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is incontinent again as his 15 years old artificial urinary sphincter (aus) stopped working. The patient is locating a prosthetic urologist near him as his previous prosthetic urologist has retired. No further information was provided.